Event description:
Tissue burn. Customer states that the surgeon was performing endoscopic trans-section of the branches of the saphenous vein below the knee. The pt rec'd a burn through the skin. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700660-00